Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that a device, ins, malfunctioned. The ins was explanted on (B)(6) 2017.